Event description:
It was reported that the user experienced a low glucose event while performing yard work and treated it with oral glucose juice, with the physical activity potentially contributing; no device-specific problem or component was identified due to insufficient information. Symptoms included hypoglycemia reaching a low of 67 mg/dl with associated fatigue and muscle weakness. Outcomes included unexpected medical intervention in the form of medication intake for treatment of the event. Investigation included communication with the user¿s family member and analysis of information provided by the user or third party. Investigation of this case revealed no findings and no identified device problem or component involvement due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.